Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m177636 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000j / lot m177636 and test base part number 190-430 / lot m177636. The lot met the required release specifications. A review of the complaints reported as conflicting result patient results (confirmed and unconfirmed, conflicting results) related to kit lot m177636 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue however a possible assignable root cause is patient sample interference.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 using a nasopharyngeal sample. Confirmation testing was performed using the lamp method which generated a negative results (CT values not provided). No additional patient information, including treatment and outcome, was provided.